Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr analyzer, list number 03m74-01, serial # (B)(4), and abbott manufacturing inc, 1921 hurd drive, irving, tx 75038, USA manufacturing site in this report to architect toxo igg, list number 06c19-25, lot # 93121li00 and abbott germany, max-planck-ring 2, wiesbaden, germany, 65205 manufacturing site. Since architect toxo igg, list # 06c19-25 is not approved or distributed in the us there will be no new MDR number and no further follow-up will be provided.

Manufacturer narrative:
Patient identifier - multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false reactive architect toxo igg result on two patients. The result generated on (B)(6) 2019 was: sid (B)(6) = 3.41 iu/ml (>/= 3.0 iu/ml = reactive). The patient was tested at another facility on (B)(6) 2019 sid (B)(6) = <0.5 iu/ml (non-reactive = <6.4) / toxo igg = 0.07. Second patient sid (B)(6) tested on (B)(6) 2019 = 4.69 iu/ml. There was no impact to patient management reported. One patient is pregnant, the other there is no information on.